Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device does not download while in synchronous mode. The device was in use on a patient, however there was no adverse event to patient or user.

Event description:
The customer reported that the device does not download while in synchronous mode. The device was in use on a patient, however there was no adverse event to patient or user. Further information was provided that the system gave issues when trying to perform a synchronized discharge over the 50 ohm load